Event description:
It was reported that the device battery had allegedly prematurely depleted. Boston scientific technical services was contacted and recommended device replacement within 60 days. The device is pending explant to resolve the event. The patient was stable with no adverse consequences. To date, no further information is available regarding this event because the patient has a history of alzheimer's and is residing in a remote care facility. Should any further information be received, this report will be updated.